Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, the device was thoroughly inspected and analyzed. The device memory log was reviewed and no warning or error messages were noted. Next, the device was subjected to, and passed, a series of automated tests which verified the performance of defibrillation, pacing, sensing, and recording functions of the device. Laboratory analysis did not identify any device characteristics that would have resulted in the observed error message; however, boston scientific crm has received similar reports, in the past, of warning/error messages encountered during implant procedures. A cross functional team was formed to investigate this issue.

Manufacturer narrative:
The device is currently undergoing laboraqtory testing.

Event description:
Boston scientific received information from an out-of-service form that this device exhibited an error message (possible device malfunction). The message occurred following device placement in the pocket and normal lead diagnostic measurements. The device was received at boston scientific's return products department.

Event description:
.